Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient had a normal device change out due to eri . Varied pacing lead impedance reading was seen over five years. Capture anomaly was also noted. The lead was explanted and replaced. No adverse consequences to the patient.

Manufacturer narrative:
A partial lead with the distal tip measuring 42.0cm was returned for analysis. Internal insulation abrasion was noted at 12.2-13.0cm, 15.5-15.8cm, and 31.5-31.8cm from the distal tip. The etfe coating was intact at these locations.